Manufacturer narrative:
(B)(4).

Event description:
It was reported that right atrial (ra) lead was explanted due to dislodgement. The lead was not repositioned due to tissue being stuck in the helix mechanism. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. This ra lead was returned to our post market quality assurance laboratory. Visual inspection found dried blood/body fluid around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits, no conductor issues were identified. Laboratory analysis was unable to conclusively determine the root cause of the reported clinical observations.

Event description:
It was reported that right atrial (ra) lead was explanted due to dislodgement. The lead was not repositioned due to tissue being stuck in the helix mechanism. No additional adverse patient effects were reported.